Event description:
It was reported that the tip of the stent graft delivery sys came off while advancing the device over the wire. The physician exchanged the device and conducted the procedure with another device. The problem occurred outside the pt. There was no report of injury to the pt.

Manufacturer narrative:
The event investigation is currently underway.